Manufacturer narrative:
(B)(4). (B)(6). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 to june 27, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection of the device revealed that the red coil cap had separated from its housing. The cause of the separation was a malformed housing. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a large volume infusor coil cap became detached from other components. According to the report, the reporter stated the occurrence was observed before use. There was no patient involvement. No additional information is available.